Manufacturer narrative:
Device issue with inomax dsir # (B)(4) (complaint -(B)(4)). The device investigation was completed on 02/10/2015. Eval summary: inomax dsir # (B)(4) was returned to the MFR for service investigation. Regional service center (rsc) service log review revealed a delivery failure alarm for backlight current below minimum. Rsc did not experience the reported complaint of blank display but did replace the touchscreen/display due to service log entries. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR # 3004531588-2013-00023).

Event description:
Display backlight failure [device issue]. Case description: on (B)(6) 2014, a healthcare professional (hcp) spoke with ikaria regarding a device issue with inomax dsir #(B)(4). The device was not in use on a pt. No adverse event had been reported. The hcp reported, second hand, that the display on inomax dsir # (B)(4) had gone blank. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service eval. Investigational results were received on (B)(6) 2015. Case comment: on (B)(6) 2015: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00023).